Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. The reported activation failure appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left anterior descending artery. The 2.50 x 48 mm rx xience xpedition stent delivery system (sds) was advanced to the target lesion however the device was losing pressure and the stent could not be deployed. The sds with the stent was removed from the patient anatomy and another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.